Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified message on adc freestyle libre 2 sensor and also that it "ran out early" and he was not able to use the sensor alarm feature. The customer had a seizure and a loss of consciousness and was unable to treat themselves. On (B)(6) 2021, a blood glucose test of 40 mg/dl was obtained on an unspecified meter and the emergency services were called. A treatment of glucose injection was provided to the customer by the emergency services for the diagnosis of hypoglycemia and no further information was reported. There was no report of death or permanent injury associated with this event.